Event description:
It was reported during sedation (device inside patient), the rigid video scope had image black. The issue occurred at a laparoscopic cholecystectomy procedure. The procedure was prolonged less than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.